Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered eight inappropriate shock(s) due to an episode of atrial arrhythmia. This device experienced therapy exhaustion. Technical services (ts) discussed programming options. The device remains in service. No adverse patient effects were reported.